Manufacturer narrative:
(B)(4). Concomitant medical products: nexgen femoral p/n unknown l/n unknown, nexgen tibial tray p/n unknown l/n unknown. Report source: (B)(6). It is unknown if the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report(s): 0001822565 - 2018 - 03219, 0001822565 - 2018 - 03222, 0001822565 - 2018 - 03223, 0001822565 - 2018 - 03224.

Event description:
It was reported the patient underwent a right knee revision on an unknown date due to infection, in which all components were removed and replaced with spacer molds. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. No devices, device identification, photos, or medical records were received. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.